Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter evaluated the device and determined the upstream sensor to be out of calibration with low fluid numbers. The upstream sensor will be calibrated. (B)(4).

Event description:
During review of the event history log it was determined that a repeating pattern of air-in-line alarms suggests that the device was falsely alarming for air-in-line. The occurrences suggest a device malfunction. Any patient involvement, injury or medical intervention is unknown.